Manufacturer narrative:
The sterrad nx user's guide indicates the following, "check the medical device MFR's instructions before loading any item into the sterrad nx sterilizer".

Event description:
Affiliate reported customer alleged damage to an ophthalmoscopy lens when processed in a sterrad nx sterilizer. It was reported the lens changed shape like stained glass. The lens was usually sterilized by gas. The MFR informed the hospital the lens was not compatible with sterrad.